Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a bactiseal peritoneal catheter (ID 823074) and certas valve (ID 828804) were implanted via lumbar peritoneal (lp) shunt due to secondary normal pressure hydrocephalus (snph) on (B)(6) 2024, with unknown setting. The valve was used with silascon® lumbar catheter (manufactured by kaneka, product code: 702-jj). Underdrainage caused ventricular dilatation after the surgery, and the patient's clinical condition worsened. A new valve was implanted via ventricular peritoneal (vp) shunt on (B)(6) 2024, due to suspicion of device obstruction. The blood clot was observed inside the explanted valve. Although a flow test was conducted on the explanted lumbar catheter, flow could not be confirmed. According to the doctor, lumbar punctures were performed repeatedly during the surgery on (B)(6) 2024, which may have caused an influx of bloody cerebrospinal fluid (csf) into the shunt device. The patient's primary disease is subarachnoid hemorrhage and is currently in a follow-up status. According to information provided, it is not known if the obstruction was observed in the peritoneal catheter. It is also unknown if the catheter was removed and replaced.

Manufacturer narrative:
The bactiseal peritoneal catheter (ID 823074) was returned for evaluation. Failure analysis - the catheter was visually inspected no defects noted. The catheter was irrigated, biological debris was flushed out, flow was very slow partially occluded. Root cause analysis - the potential root causes for the reported issue reported by the customer is probably due to the biological debris found inside the catheter.